Event description:
The facility reported a pump with an unk constant alarm. It is unk when this alarming initially occurred. There was no pt injury or medical intervention necessary according to the hosp representative.

Manufacturer narrative:
Evaluation summary: the condition of the unk constant alarm was confirmed as the depleted main batteries alarm. Inspection of the device found that the pump's main batteries were forty one discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132.